Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil non-detachment during a procedure. The patient was undergoing coiling treatment of an unruptured, saccular aneurysm in the ophthalmic artery. The aneurysm measured 5.6mmx3.7mm. Vessel tortuosity was described as minimal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the physician made three attempts to detach the axium coil using an instant detacher without success. A second instant detacher was attempted four times without success. Afterward, the physician attempted a manual detachment method, again without success. There were not any patient symptoms or complications associated with this event.

Manufacturer narrative:
Additional information received that the implant coil remains in the patient and pushwire was likely discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.